Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Without the product serial number, the manufacturing date, expiration date, and unique device identifier may not be obtained.

Event description:
Medtronic received information that approximately 15 years post implant of this bioprosthetic valved conduit, it was replaced valve-in-valve due to stenosis. Prior to replacement, the patient was symptomatic. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.